Manufacturer narrative:
B3: date of event - the exact event onset date is unknown. The provided event date of 03/28/2023 was chosen as the best estimate based on the procedure date. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced stenosis and hemoptysis post cryoablation procedure. On (B)(6) 2023, a polarx catheter was selected for use for a cryoablation procedure to treat atrial fibrillation within the left atrium. It was later reported that the patient had stenosis within the left superior pulmonary vein (lspv) and experienced hemoptysis. The minimum temperature was -65 degrees celsius. The cooling time was 150 seconds (s) (it stopped at 150s due to decrease in esophageal temperature). A percutaneous transluminal angioplasty (pta) scheduled for treatment of the stenosis on (B)(6) 2024. No further patient complications were reported. The device was disposed of, and therefore will not be returned for analysis.